Event description:
Related to MFR report # 2183959-2012-01812. On or around (B)(6), 2011 an elevate anterior apical system with interpro lite was implanted in the plaintiff to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff " experienced significant mental and physical pain and suffering, has sustained permanent injury, has been forced to undergo additional medical procedures, will likely be forced to undergo additional surgical procedures." It was also alleged that the plaintiff "suffer severe personal injuries, pain and suffering and severe emotional distress."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.